Event description:
Caller reported that the insulin pump returned multiple motor error alarms. Caller reported that the customer had been experiencing high blood glucose levels for a week leading up to the call. Caller reported that the most recent motor error alarm occurred after bolus. Blood glucose level was 504 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.